Manufacturer narrative:
Neither sample nor pictures were received for the analysis of this complaint. No device history record was reviewed since lot number was not provided. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the complaint will be reopened for further investigation.

Event description:
It was reported that the person with diabetes (pwd) device alarmed in the middle of the night while they were sleeping. Per reporter, they attempted to resolve the issue using the same cassette but continued to receive the same alarm. Reporter stated that, eventually, the pwd replaced both the infusion set and the cassette, after which therapy was successfully resumed.